Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information provided by healthcare professional reporting "surgical procedure appeared to go as planned, but when the xen®45 gts appeared in the subconjunctival space, it was sheared into two pieces." Affected eye is left. The device has been explanted and trabeculectomy has been performed on (B)(6) 2018.

Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding product information has been requested. No additional information is available at this time. Device labeling: precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. Directions for use: standard ophthalmic surgery techniques should be used to prepare the patient and the eye. Ophthalmic viscoelastic should be used to form the anterior chamber, as necessary. A secondary paracentesis may be made, if required by the investigator, for injection of ophthalmic viscoelastic. Apply sponges saturated with mitomycin c (0.2 mg/ml) to the surgical site for 2 minutes. Remove sponges from the eye and copiously irrigate the surgical site. The needle of the sterile xen® injector preloaded with the xen®45 gel stent is advanced through the peripheral cornea and across the anterior chamber (i.e., the ab interno approach) toward the targeted quadrant. Corneal entry should be at least 1 to 2 mm anterior to the limbus (i.e., not at the limbus or behind it) to ensure there is a proper angulation on the xen®45 gel stent up and away from the iris. The xen®45 gel stent should be placed through the center of the angle. The needle¿s beveled tip should be oriented upward as the needle is pushed through the trabecular meshwork (tm) and completely through the sclera. Gonioscopic guidance should be used to enter the tm. After the initial entry into the tm, gonioscopic guidance is no longer required to complete the scleral channel. The patient¿s eye will need to be stabilized during the needle advancement through the sclera. Therefore, to stabilize the eye, it is recommended to grasp the cornea at the primary or a secondary paracentesis with a set of forceps, or an alternative instrument deemed appropriate to provide sufficient counterforce in the opposite direction of the implanting needle while the needle is being advanced through the sclera. Once the needle is aligned with the desired entry point in the anterior chamber angle, the surgeon should advance the needle in the anterior chamber angle and sclera until the surgeon is able to visualize the needle bevel as it exits the sclera into the subconjunctival space. Small adjustments forward or backward should be made to ensure the entire beveled tip is visible in the subconjunctival space and the needle has relative freedom of movement within the sclera prior to releasing the xen®45 gel stent. The eye should be allowed to relax and release any torsion or counterforce and to assume a natural posture prior to releasing the xen®45 gel stent. The surgeon should initiate release of the xen®45 gel stent by moving the slider of the xen® injector. To deploy the xen®45 gel stent, a forward movement of the blue slider at the center of the injector delivers the xen®45 gel stent and retracts the needle. The slider will stop at the end of its travel indicating that the procedure is complete. The injector will deploy the xen®45 gel stent approximately 2 mm into the subconjunctival space. A properly placed xen®45 gel stent will have approximately 1 mm visible in the anterior chamber and approximately 2 mm visible in the subconjunctival space. The exit from the sclera should be approximately 3 mm from the limbus. A xen®45 gel stent that has a visible end in the anterior chamber and a visible end in the subconjunctival space should be considered properly implanted. Close the conjunctiva using a 10-0 vicryl or nylon suture. Viscoelastic should be irrigated and aspirated from the anterior chamber using either low power or using a manual arrangement. Viscoelastic may be re-entered into the anterior chamber to maintain anterior chamber depth. Additionally, after closure of the conjunctiva and removal of the viscoelastic, a bleb should form. Perform seidel testing to ensure there is no leakage of aqueous from the anterior chamber or conjunctiva. Should the final position of the xen®45 gel stent not be in the correct location (e.g., if the stent extends too far into the anterior chamber), the device may be exchanged. To exchange the device, grasp it near the point where it enters the angle. Gently pull the device away from the angle. Once you feel the stent move, release it and then grasp it again near the point where it enters the angle. Repeat this process until the stent is completely within the anterior chamber and can be removed through the corneal incision. The replacement stent should be implanted in the same quadrant or as near as possible to the original location of the removed stent using the same technique as implantation of the initial stent. If the xen®45 gel stent is positioned too far into the subconjunctival space, remove it through a small conjunctival incision using forceps. If required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent.

Event description:
Healthcare professional reported after implant surgery was completed, xen was noted to have been "sheared by the implanting physician." Affected eye unknown. The device remains implanted and is planned to be explant on an unknown date. Patient has been scheduled for trabeculectomy.

Manufacturer narrative:
Device evaluation: the reported complaint was confirmed as the gel stent that was received was severed on one end. The gel stent was hydrated and reviewed under magnification. The segment of the returned gel stent was unobstructed, but there was evidence of the patient¿s cells that remained in the inner channel of the implant. After visual inspection of the returned packaging no other pieces of the gel stent was recovered.

Event description:
Healthcare professional reported after implant surgery was completed, xen was noted to have been "sheared by [the implanting physician]." Affected eye unknown. The device remains implanted and is planned to be explant on an unknown date. Patient has been scheduled for trabeculectomy.